Event description:
It was reported that the device's estimated longevity calculation changed from one to three years remaining to elective replacement indications (eri) within a week's time. It was further noted that the capture management adopted a higher output, and the right ventricular lead had previously shown high thresholds. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and revealed normal battery depletion. The expected longevity was met.